Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other 3.50 x 20 mm nc trek is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, mildly calcified, proximal left anterior descending (lad) coronary artery. A 3.50 x 20 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. Resistance was felt during removal of the protective sheath, but no issues were noted during preparation (air aspiration). The bdc was advanced with no resistance felt to the lesion and while attempting to inflate the balloon, contrast was observed to be leaking from a puncture in the shaft near the balloon. The bdc was replaced with a new 3.50 x 20 mm nc trek rx bdc. Resistance was felt during removal of the protective sheath, but no issues were noted during preparation (air aspiration). The bdc was advanced with no resistance felt to the lesion and while attempting to inflate the balloon, contrast was observed to be leaking from a puncture in the shaft near the balloon. The bdc was replaced with a new unspecified bdc to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported leak was confirmed. The reported difficulty removing the protective sheath could not be replicated in a testing environment since the sheath was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.